Event description:
Depuy pinnacle screw set drill bit 35mm broke on in the bone while in use by the orthopedic surgeon and the tip of the drill bit was left in the pt. Attempted removal of the piece left in the pt; however, it was unsuccessful. An intraoperative x-ray was done and determine location by surgeon who decided not to remove the piece that was left in the pt.